Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. However, the assignable cause was not identified. The main display was replaced as a precaution. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a defective screen. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92. On (B)(6) 2011, the customer reported one colleague device, product code (B)(4) (code used only to log this complaint), lot/sn# (B)(4): defective screen. The process step is unknown; no patient injury/reaction reported; patient involvement is unknown; medical intervention is unknown. The sample is available for evaluation; work order #(B)(4) was opened. Incident date: (B)(6) 2011. Product surveillance notification date: (B)(6) 2011.